Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿driveline disconnected alarm displayed on the system monitor history screen¿ could not be confirmed through this evaluation. The submitted log file did not capture any driveline disconnected or hazard alarm event near the reported event date of (B)(6) 2021. Routine power cable disconnect alarm event was captured relating to power exchanges. The system operated within the patient speed value (5,100 rpm) and low speed value (4,900 rpm). Additional information indicated the system monitor will not be returned for an evaluation. The information indicated the issue resolved when the system monitor was power cycled. A root cause of the reported event could not be determined in this investigation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system monitor (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System monitor (serial # (B)(6)) was shipped to the customer on 03oct2014. Hmii IFU and hm3 IFU has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Log file review requested. When log file history was reviewed multiple alarms were noted. However, patient stated they had not heard any alarms. It was also reported that the log file did not capture any driveline disconnect events, however the system monitor was displaying a false indication of a driveline disconnect. The system monitor was rebooted and exchanged. No further information was reported.